Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a 29mm sapien 3 tavr case by tf approach the balloon was ¿torn¿ and therefore the valve could not be implanted.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation with the stylet still inserted and the loader cap on the flex shaft. A valve was not crimped onto the system nor was a valve returned for evaluation. The pleats of the delivery system balloon were still present in the inflation balloon, indicating that the device had not been used. A pinhole was observed on the proximal end of the crimp balloon upon inflation. Due to the condition of the returned device (pinhole in balloon), no functional testing could be performed. Crimp balloon double wall thickness measurements were taken to ensure that the thickness of the material was within specification. A thin balloon could contribute to the observed balloon tear and could be indicative of a manufacturing nonconformance. The crimp balloon double wall thickness was found to be within specification. A review of complaint data for february 2018 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category (¿leakage¿). A DHR review did not reveal any manufacturing related issues that could have contributed to this complaint. Review of lot history revealed no additional complaints for ¿balloon ¿ leakage¿. No IFU/training deficiencies were identified. Additionally, inspections and product verification testing during the manufacturing process make it unlikely that a defect present in manufacturing contributed to the complaint. The complaint of ¿balloon ¿ leakage¿ was confirmed on the returned device. It is unlikely that the delivery system left the manufacturing site with a hole in the balloon, as all devices are 100% leak tested as described above. According to the sales rep, it is unknown if tools were used to remove the balloon covers. If a sharp tool such as a hemostat was used to remove the balloon cover, it may have punctured the balloon and caused the observed pinhole. Available information suggests that procedural factors may have contributed to the reported event; however, there is insufficient information to determine a definite root cause. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances or IFU/training deficiencies were identified, no corrective/preventative actions are required. Additionally, since no product non-conformance was confirmed and the occurrence rate is within complaint trending limits, a pra is not require.